Event description:
It was reported the device was used during a laparoscopic cholecystectomy. The MDR reports "at beginning of laparoscopic choeycystectomy a 10 mm sheath and trocar were placed into abdominal cavity - on removing trocar, immediate return of arterial blood - procedure converted from laparoscopic to open for repair of aortic injury.